Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon was unable to position the instrument in their desired location. The surgical staff redocked the affected instrument arm to change the reach, however, this did not resolve the issue. No system error messages were generated and the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure prior to calling intuitive surgical technical support for assistance. No patient harm was reported.

Manufacturer narrative:
A field service engineer (fse) went onsite and evaluated the system. System tests were performed and the fse was unable to replicate the customer reported failure. The system performed as intended and no issues were found. While onsite, the initial reporter informed the fse that the instrument positioning issue experienced by the surgeon was likely caused by port placement. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.